Manufacturer narrative:
Results of investigation: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The cam arm cover on the device is embedded with cement and fractured, no fractured piece was returned, rendering the device inoperable. The device was manufactured in 2016 and shows signs of extensive use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. For cleaning procedures please refer to smith and nephew¿s recommended cleaning methods given in our cleaning and sterilization brochure- ¿instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopedic devices¿, 74012812. The document is available from customer service or via the smith and nephew website, which suggests using a surgical scrub brush to remove visible debris. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Internal complaint reference number: case-2021-00036909-2.

Event description:
It was reported that the jrn ii bcs lck fem implant impact is chipped. No case involved.